Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
The physician was treating a heavily calcified right sfa; left groin access (contralateral approach). The balloon was inflated at 14 atm with good expansion, then burst, and got caught on the calcium. The catheter split and only part of the balloon was pulled out of the patient. Abbout 100mm of ruptured balloon was left in the right external iliac artery. Access was then obtained in the right femoral artery with an 8-french sheath. Selective angiogram of the right femoral artery revealed patent right external iliac artery with the presence of a balloon fragment lodged in the right external iliac artery. Retrieval forceps were used to attempt to retreive the balloon fragment, but was unsuccessful. Next a snare was used in multiple orientations finally grabbed the balloon fragment and pulled it back into the sheath. Final angiogram of the right common iliac artery revealed patent right common iliac and eternal iliac arteries, patent common femoral artery, profunda, and proximal sfa.